Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The master tool manipulator (mtm) unit has been returned and evaluated by the failure analysis team. Failure analysis investigation was not able to reproduce the reported complaint, but was able to confirm the issue via field logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. The complaint regarding multiple staplers were not clamping was not confirmed based on failure analysis. The probable root cause of multiple staplers not clamping cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mtm found no problem with the product. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple staplers were not clamping, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator (mtm) to resolve the reported issue. The mtm has been returned to isi for evaluation. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the customer converted to another surgeon side console after the start of the procedure due to being unable to clamp the stapler. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted reimplantation of kidney surgical procedure, multiple stapler instruments were not clamping. The customer tried different types of stapler instruments. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no related errors. The customer swapped to a laparoscopic stapler but was finishing the procedure robotically. The customer called back and stated that they moved to another surgeon side console (ssc) and the stapler instrument was working normally. The procedure was completed with no reported injury.